Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the device was not returned for evaluation as there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the patient¿s ventricle was likely perforated by the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during the tavr procedure via transfemoral approach, while positioning the balloon aortic valvuloplasty (bav) balloon, the patient¿s pressure ¿precipitated¿. A perforation of the ventricle was suspected. The perforation was suspected to have occurred during placement of the stiff guide wire. However, it could not be confirmed if the bav balloon was on the wire when the event occurred. Emergency procedures were performed, but the patient expired. The valve was not implanted.

Manufacturer narrative:
UDI number: (B)(4). Additional information was received. At the time of hypotension, the bav was inserted into the introducer. Cardiopulmonary massage was performed. The patient had no pericardium from a previous aortic probe surgery, which prevented additional actions.

Manufacturer narrative:
Reference CAPA-20-00141.